Manufacturer narrative:
Failure analysis noted the insulin pump was received with a blank display due to corrode all electronic assy. Moisture damage was found on the motor home switch and keypad button.

Event description:
The customer's mother reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump had a foggy screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.